Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a coronary procedure, resistance was noted during advancement of the 2.75 x 18 mm xience sierra stent delivery system. The stent delivery system was unable to cross to the target lesion. During removal, resistance may have been felt with the guide catheter and while pulling the stent system back and the guide catheter forward, the stent dislodged, but was able to be snared and removed from the patient anatomy. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.